Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Results: customer returned photo is an x-ray image showing the presence of foreign metallic body; however, the actual photograph of foreign metallic body which was removed after surgery is not available. In description of complaint it is mentioned that probably the foreign metallic body is a part of needle and not confirmed, however actual photograph of foreign metallic body which was removed after surgery is not available for investigation. The team reviewed the process controls of assembly process and packaging process. All process controls are in place. The team also checked cannula pull force of current running lot found & within the specification limit. Due to unavailability of defective sample & manufacturing lot details further investigation could not be done. The team will monitor the defect during manufacturing and if any such incidence occur related to needle separation will take actions appropriately. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The exact root cause is not identified.

Event description:
It was reported that on (B)(6) 2007, a (B)(6)-year old female reported to the hospital for a MRI. The staff used a bd venflon¿ peripheral IV catheter with injection port to provide contrast. Upon finishing the patient was released. The patient visited her family doctor complaining of pain in the palm of her hand. The patient was referred to (B)(6) hospital for an x-ray. The x-ray film revealed a ¿foreign metallic body¿ in her hand. As a result the patient underwent a surgical procedure at (B)(6) hospital to remove the foreign body. No additional medical information has been provided.